Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved a chemoclave universal vented vial spike. It was reported that the device would not latch onto the syringe. The plunger inside the port of the clave became stuck and did not allow fluid to pass, and the vial had to be discarded. The plunger got stuck, and the port would not allow fluid transfer, resulting in a vial of cytoxan being wasted. There was no reported patient involvement or harm.